Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event occurrence. A philips field service engineer (fse) inspected the system onsite and identified that the power distribution unit was defective. To resolve this issue, fse replaced the power distribution unit. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that the system did not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.